Event description:
The customer called reporting the unit of measure in their unlocked freestyle meter had changed from mmol/l to mg/dl. The meter has been returned and, through the course of the investigation, has been discovered to exhibit the memory overwrite malfunction.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been notified by the adc fa16may2006 letter.